Event description:
The facility reported a colleague infusion pump with a malfunction of "display needs to be changed, it is dirty behind the display windows." This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "display needs to be changed, it is dirty behind the display windows" was not confirmed or reproduced by baxter personnel during product evaluation. The root cause was not identified. Therefore, no repair was necessary. Additional information: a device history review was performed and no abnormality was observed in the manufacturing of this device. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).the device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.